Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. Request for additional information was sent but no further information was obtained. There were no additional adverse patient effects reported. All available information indicates that the product was explanted.